Event description:
The consumer reported three (3) false negatives with the binaxnow covid-19 antigen self-test throughout multiple unknown dates in (B)(6) 2022. This MFR report is for result one (1) of three (3). Confirmation testing (platform unknown) was performed and generated positive results. The consumer reported that their family members had previously tested positive (platform unknown), and that the consumer was symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue. H3 other text : single use, device discarded.

Event description:
The consumer reported three (3) false negatives with the binaxnow covid-19 antigen self-test throughout multiple unknown dates in (B)(6) 2022. This MFR report is for result one (1) of three (3). Confirmation testing (platform unknown) was performed and generated positive results. The consumer reported that their family members had previously tested positive (platform unknown), and that the consumer was symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.